Manufacturer narrative:
The device was sent back to olympus for inspection. We were unable to determine the root cause of the issue. The investigation did not provide sufficient information to identify the foreign material present. Additionally, since it was unclear whether the user followed the reprocessing instructions, we could not determine the origin of the foreign material in the device. If any further relevant information becomes available, a supplemental report will be submitted. Olympus will continue to monitor the device's performance in the field.

Event description:
During the device evaluation, it was observed that the duodenovideoscope contained foreign matter inside the nozzle. There was no patient involvement.